Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected therapy time was 24 hours. When the patient came in for disconnection, the chemo bottle was still approximately half full. The device contained fluorouracil 5460 mg in 120 ml nacl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 23, 2024 ¿ february 27, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.